Event description:
It was reported that the gastrointestinal videoscope tested positive for an unknown quantity of pseudomonas. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024, sampling from: tip, cfu:no detection, bacterial identification:n/a. Sampling from: forceps channel, suction channel, cfu:>20cfu, bacterial identification:stenotrophomonas maltophilia. Sampling from: aw channel, cfu:1cfu, bacterial identification:stenotrophomonas maltophilia. Sampling date:(B)(6) 2024, sampling from: tip, cfu:no detection, bacterial identification:n/a. Sampling from: forceps channel, suction channel, cfu: 5cfu, bacterial identification:stenotrophomonas maltophilia bacillus cereus. Sampling from: aw channel, cfu:1cfu, bacterial identification: unknown. Review of reprocessing procedure information provided by users revealed no information that could be used to determine deviations from the instructions for use (IFU). The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, growth outside of the regulation's recommendation was observed. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.